Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose, including a nadir of 50 mg/dl, which was treated with oral carbohydrate (soda), and the user intended to discuss management with a trainer; the user attributed lows to a concomitant medication, with no specific device problem or component identified. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a medical device problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.